Event description:
See initial report.

Manufacturer narrative:
H.10: the gas blender was returned to the manufacturer site for repair. During functional test no deviation could be detected and the unit worked within specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the above facts, it cannot be ruled out that the issue is not device-related, but could be due to the hospital gas supply. According to instruction for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported error code.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was giving error associated to difference between the actual flow rate and the displayed gas flow rate during training. There was no patient involvement.